Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
The customer reported a ventilator was experiencing nav-ring issues. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H11:h6: patient information: it is unknown if there's patient or user involvement. Attempts were made to obtain the patient's information, but no response was received. There is no patient or user harm reported.

Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. Multiple attempts were made to obtain information regarding the patient context of use with no response from the reporter. The device context of use is unknown. The fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed all specified tests. No other anomaly was reported. No part was returned. Previous investigations have shown that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.